Event description:
The patient could not adjust his stimulation. The device was in a power-on-reset condition and a "call your doctor" icon was displayed. Further information is being requested from the hcp.